Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including under water pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black spot¿ was observed inside the patient line of a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.